Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. No failed battery test alarm, replace battery alarm or insert battery alarm noted during testing. Power graph analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.\

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alarm and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he already used 3 batteries for 1 day. The customer reported that he was just eating dinner and got the first alarm and he did replace it. Then the second alarm of low battery occurred when he was just sleeping and he changed the battery again. Then when he was preparing his dinner he got another low battery alarm and changed the battery again. Customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer also received failed battery test. The customer declined to troubleshoot. The insulin pump will be returned for analysis.